Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter and telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had cosmetic damage issue. There was no patient involvement reported.

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event as the complaint was related to cosmetic damage and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001367 in your database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event as the complaint was related to cosmetic damage and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0001367 in your database.